Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the lot number was discarded. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that prior to the insertion of the farawave catheter, air was noticed continuously entering the syringe during aspiration. Only the faradrive dilator was inserted prior to the air being observed. A pressure bag was used to irrigate the sheath. The bubbles were seen in the flush line/port attached to the sheath as well as in the aspiration syringe. No air was seen in the patient. The procedure was completed successfully by using an alternate device. No patient complications have been reported. The product is not expected to be returned as it was disposed.